Event description:
A fiber optic delivery system was broken during a procedure at hospital. Biolitec manufactures the fiber for angiodynamic. A letter from the hospital to angiodynamics states there is no known pt injury. Biolitec has contacted the hospital but has received no response. It appears that the breakage was due to user error.